Manufacturer narrative:
It was reported that vent. Lot delta p and increased the mean airway pressure. The patient was transferred to another ventilator and there was no patient compromise. On site service personnel performed a electrical and performance test. The diagnosis revealed that there was oxidation around the contact of the f1 fuse on the driver control board. This cause intermittent loss of electrical contact. This problem was corrected by the removal and cleaning of the contacts on the circuit board. Unit was tested and performed according to specifications. This is considered an unusual event. Will monitor for trends.

Event description:
It was reported that the delta p and the mean airway increased on the hfov while the device was connected to a patient.